Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 44 mg/dl. Customer was treated with food. Customer also had blod glucose of 40 mg/dl, 49 mg/dl and 65 mg/dl. Customer stated that they does not use auto mode. Customer stated that sensor had unexpected reintialization issue. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.